Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for a potential closure complication. The exact root cause was unable to be determined. The likely cause was determined to have been the presence of calcium or plaque affecting device closure, as the deployment was noted to have been 'perfect.' The device history record (DHR) was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
Patient identifier: requested, not provided date of birth: requested, not provided weight: requested, not provided ethnicity: requested, not provided race: requested, not provided lot number: requested, unknown expiration date: unknown due to unknown lot number UDI: unknown due to unknown lot number device manufacture date: unknown due to unknown lot number the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after completion of a left anterior descending artery (lad) intervention, using a seven french sheath, a growing shot was taken, and an eight french angio-seal device was deployed. In the recovery area it was noted that there was a growing shot taken, and an eight french angio-seal device was deployed. In the recovery area it was noted that there was some swelling and pain in the leg. A pressure dressing was applied to the site. The patient was moved to the floor and continued to have discomfort for several hours. It was then discovered that the leg was cold, and a cat scan was performed. Dissection was noted above the angio-seal placement in the iliac. Vascular took over and noted that the deployment of angio-seal looked perfect. The clot was removed from the iliac and stents were placed. The patient was in stable condition, and the procedure outcome was successful. The estimated blood loss was less than 250cc.